Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic colonoscopy, the colonovideoscope got stuck with upward angulation in the sigmoid loop, about 50 cm at descending sigmoid colon, near splenic flexure. The scope was unable to be un-angulated, thus making it impossible to leave the splenic flexure and unable to be removed from the patient. After an hour of unsuccessful attempts to resolve the issue, the medical staff consulted the olympus territory manager and the field service engineer and medical intervention was undertaken wherein the endoscope wire ropes and mechanical elements were cut that were preventing the endoscope from being removed. The doctor decided to cut the insertion section of the endoscope at the junction with the control block, leaving approximately 50 cm of endoscope inserted inside the patient. The patient was transferred to the operating room and endoscopic remnants were removed surgically (laparoscopically to minimize surgical complications). The procedure was successful, and remnants of the endoscope that were left in the patient were removed. Reportedly, the patient recovered well, with no further complications and no intensive care admission was required.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and a device evaluation. Updated fields- d8, d9, h3, h6, h11. The device was returned to olympus and the reported failure was confirmed. The device inspection found up/down sprocket was broken with signs of corrosion and therefore angulation was jammed. Additionally, device inspection found no image since insertion tube was cut. Based on the results of investigation, the most probable cause and the root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's approved final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction -the up down sprocket was broken with signs of corrosion and therefore angulation was jammed. The most probable cause is cause not established, which indicates the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.